Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as suspected touch contamination by the patient. Peritonitis was manifested by diarrhea and chills. It was reported that one day after the onset of symptoms; the patient visited the hospital and was diagnosed with peritonitis. It was not reported if the patient was hospitalized during this visit. Treatment for the event was not reported. The patient was retrained on aseptic technique and was recovering from the peritonitis event at the time of the report. Pd therapy was ongoing. No additional information is available.